Event description:
During the crash cart check, the charge nurse discovered that a set of onestep CPR complete adult electrodes would not pass the defib check. Error stating "poor pad connection." Retested by second nurse and error was confirmed. The electrodes were removed from use and a new package (different lot number) was opened and these electrodes did pass the defib test. The electrodes that did not pass were saved along with the packaging, and can be returned to the manufacturer for follow up upon their request.